Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and mesh was implanted. The patient underwent several surgeries and experienced a perforated bladder and loss of bowel due to resection. No additional information was provided.